Event description:
Information received indicates the left head caster will "jump" out of brake.

Manufacturer narrative:
The hill-rom technician determined the caster needed to be replaced. The repair has not been completed.